Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak could not be clearly determined from the video sample provided; therefore, the complaint is inconclusive. One video sample of a 4 fr groshong nxt catheter in use was provided for evaluation. The catheter is shown to be within a patient. The user is handling the catheter and applying tensile forces. The catheter appears to narrow, and the color whitens when the catheter is pulled. The catheter appears to experience tensile weakness. A split in the catheter could not be clearly observed. Based on the description of the reported event, possible contributing factors include stylet damage and sharp instrument damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a 7617405 catheter was placed in this patient through the left basilic vein on (B)(6) 2020. The stylet was found to be bent when puncturing, leading to the unsmooth delivery of the catheter. The tip of the catheter was left below the oxter. Finally, a crack was found on the catheter 2 cm away from the oversleeve portion of the extension tubing when the catheter was being flushed. The catheter was removed subsequently.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq3828 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 7617405 catheter was placed in this patient through the left basilic vein on (B)(6) 2020. The stylet was found to be bent when puncturing, leading to the unsmooth delivery of the catheter. The tip of the catheter was left below the oxter. Finally, a crack was found on the catheter 2 cm away from the oversleeve portion of the extension tubing when the catheter was being flushed. The catheter was removed subsequently.